Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found retracted insulation of the conductor wire that potentially contributed to the broken grip cable. Additional observation that was found related to the reported complaint included: the conductor wire had a retracted insulation. Components adjacent to this wire showed damage. A broken grip cable was the affected adjacent component. The conductor wire also had signs of thermal damage to the bare wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the fenestrated bipolar forceps stopped responding to the surgeon's order and the doctor saw broken wires. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: there was no arcing nor thermal damage observed during the procedure. The patient did not experience any injury or adverse event during or after the surgical procedure. There are no photographic images of the device or a video recording of the procedure available for isi review.